Event description:
The MFR's rep reported the pt was experiencing a decrease in their pain therapy. The hcp performed a rotor study, but wanted the results reviewed by the MFR. A follow-up report will be sent once the rotor study is reviewed by the MFR. No pt injury was reported. The pt's final outcome is unk. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.